Event description:
It was reported that pump displayed a power source or usb connection alert and battery would not charge despite use of confirmed working outlets, tandem charging cable, and wall adapter, and caller also saw a low power alert indicating inability to charge battery. There was no adverse impact to the customer's blood glucose level. Customer tried different wall adapters and charging cables without success, pump did not shut down or lose power completely, and technical support arranged for pump replacement. The customer continued using the pump for insulin therapy.